Event description:
Related manufacturer reference number: 2017865-2023-00197. It was reported that a patient presented to the clinic with vegetation on their right atrial (ra) and right ventricular (rv) leads. Both leads were ultimately extracted, and only a new right ventricular lead was implanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.